Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had under-delivery issue. Customer blood glucose reading was 262 mg/dl. Customer current blood glucose reading 243 mg/dl. Troubleshooting was not completed. Customer will call back to finish troubleshooting. The infusion set was changed on (B)(6) 2018. The infusion set was bent. Insulin pump will not be returning for analysis.